Manufacturer narrative:
Exact date unknown, event occurred 6 months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was depleting very quickly, much quicker than normal. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per physicians preference.